Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is combination product.

Event description:
It was reported that the stent damage occured. A 2.50 x 38 synergy stent was used during the procedure. However the device was not able to cross and the stent was bent. No patient complications were reported. No information provided as to how the procedure was completed.